Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the blade tip broke off during the case. The piece did not fall into the patient. The customer used another like device to complete the case with no patient consequences.